Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful mechanical thrombectomy of the right m1-m2 middle cerebral artery (r mca) occlusion with the subject retrieval device. However, the next day the patient suffered a symptomatic intracranial hemorrhage. Medical management (not specified) was performed to treat the complication and the adverse event was resolved with clinical sequelae. The physician believed that the reported adverse event unrelated to the subject device and relationship to the procedure is unknown.

Event description:
The patient underwent successful mechanical thrombectomy of the right m1-m2 middle cerebral artery (r mca) occlusion with the subject retrieval device. However, the next day the patient suffered a symptomatic intracranial hemorrhage. Medical management (not specified) was performed to treat the complication and the adverse event was resolved with clinical sequelae. The physician believed that the reported adverse event unrelated to the subject device and relationship to the procedure is unknown.

Manufacturer narrative:
The device is not available to the manufacturer.